Event description:
It was reported that a vns patient has an increase in his seizures and was hospitalized. A system diagnostic was performed and high impedance was observed. The vns device was then switched off and the patient was sent for x-rays. X-ray was taken and sent to the manufacturer for review: strain relief bend and two tie-downs were present. No lead fracture or any sharp angles identified on the visible part of the lead. Part of the lead was behind the generator and cannot be evaluated. The generator feedthru wires appear intact. The lead wires appear intact at the connector pin. The connector pin does not appear to be fully inserted inside the connector block; the pin does not pass the connector block. Review of manufacturing records confirmed that both, the generator and the lead passed all functional tests prior to distribution. Further info was received indicating that a revision surgery is planned, but no known surgical interventions have occurred to date. It was reported that the increased in seizures was at a rate higher than before the vns implant, only in the last period. According to the physician, the patient was initially responsive to vns. No additional relevant information has been received to date.

Event description:
Additional information was received indicating that no revision surgery will take place. The patient has decided that he does not want a revision and prefer to stay with his vns generator off .